Event description:
Loss of ventricular capture was also reported.

Event description:
It was reported that a chest x-ray revealed the left ventricular lead dislodged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.